Manufacturer narrative:
(B)(6)2024 - we were notified of a patient who ingested a capsule on (B)(6)2024. Patient stated that the capsule was coming out in pieces. Kub xr was performed (B)(6)2024, and the report stated, "retained foreign body fragments.". Completed (B)(6) was received indicating that the patient had a pre-existing condition that could have led to capsule retention (ibd), the (B)(6) also stated that after the swallow "fragments of the capsocam were found in stool and confirmed retained fragments on the kub". When requesting more information, the customer also stated that the patient did not chew the capsule to cause it to break/crack before swallowing. We requested to get a copy of the kub as well as any images/photos of the pieces/fragments that were excreted as the customer mentioned in the (B)(6). The customer sent the kub report which indicated that the patient had a calcification of 12mm consistent of renal calculus. The capsule was not seen in the xray. The customer agreed that no foreign body inside the patient was seen in the x-ray and the patient did not collect any broken pieces of the capsules as claimed. In addition, we requesting if the patient kept any of the excreted pieces and the customer confirmed that the patient did no save the broken pieces/fragments. The customer also informed us that the patient was doing fine and is currently passing stools with no complications or pain. To further investigate this issue, we reached out to the customer on (B)(6)2024 - to request the xray images to verify if any pieces of capsule can be seen in the images however there was no response from the customer. It is assumed that the patient most probably saw the renal calculus and thought it was part of the capsule, but since the xray report did not show any fragments or the capsule, we conclude that the capsule was excreted and not retrieved. In addition, we checked our inventory to see if any capsules from this lot is available so we can investigate further. However, all capsules from this lot are in distribution/used. To date we have not received any complaints from this lot for this reported issue. We also verified the pull test from this lot to ensure the integrity of the capsule and this lot has passed the test within the required specification. With the result of this investigation, we consider this issue closed however if additional information is received, this complaint will be reopened and investigated as needed.

Event description:
(B)(6)2024 - we were notified of a patient who ingested a capsule on (B)(6)2024. Patient stated that the capsule was coming out in pieces. Kub xr was performed (B)(6)2024, and the report stated, "retained foreign body fragments.". Completed (B)(6) was received indicating that the patient had a pre-existing condition that could have led to capsule retention (ibd), the (B)(6) also stated that after the swallow "fragments of the capsocam were found in stool and confirmed retained fragments on the kub". When requesting more information, the customer also stated that the patient did not chew the capsule to cause it to break/crack before swallowing. We requested to get a copy of the kub as well as any images/photos of the pieces/fragments that were excreted as the customer mentioned in the (B)(6). The customer sent the kub report which indicated that the patient had a calcification of 12mm consistent of renal calculus. The capsule was not seen in the xray. The customer agreed that no foreign body inside the patient was seen in the x-ray and the patient did not collect any broken pieces of the capsules as claimed. In addition, we requesting if the patient kept any of the excreted pieces and the customer confirmed that the patient did no save the broken pieces/fragments. The customer also informed us that the patient was doing fine and is currently passing stools with no complications or pain. To further investigate this issue, we reached out to the customer on (B)(6)2024 - to request the xray images to verify if any pieces of capsule can be seen in the images however there was no response from the customer. It is assumed that the patient most probably saw the renal calculus and thought it was part of the capsule, but since the xray report did not show any fragments or the capsule, we conclude that the capsule was excreted and not retrieved. In addition, we checked our inventory to see if any capsules from this lot is available so we can investigate further. However, all capsules from this lot are in distribution/used. To date we have not received any complaints from this lot for this reported issue. We also verified the pull test from this lot to ensure the integrity of the capsule and this lot has passed the test within the required specification. With the result of this investigation, we consider this issue closed however if additional information is received, this complaint will be reopened and investigated as needed.